Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 5 mm longitudinal tear in the balloon, approximately 4 mm from the balloon proximal tip. It was reported that the balloon lost pressure at the 1st stop (sheath); however, the procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1513901) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the doctor placed the device in and the balloon would not hold pressure. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: the balloon lost pressure at the 1st stop(sheath). There was no resistance while inserting the device. Procedure type: diagnostic coronary sheath size: 5f